Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by the company representative (rep) who reported that the explanted devices were discarded and the abscess has been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: catheter. Product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 06-sep-2020, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 24-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving therapy via an implantable infusion pump. It was reported that the patient had a series of MRI¿s and a collection of gunk, dead cells and an abscess at t6-t7 was found. It was noted that the abscess was so large that it caused cord compression. The patient experienced some paralysis that has been resolving over time. The area was washed out and the patient was put on antibiotics. It was reported that on (B)(6) 2021 part of the catheter was removed and discarded of. Additional surgery was planned for (B)(6) 2021 to remove the remaining catheter and pump.